Event description:
A surgeon reported that a haptic broke in the eye during intraocular lens (iol) implant surgery. There was a two hour delay in the procedure, during which the iol was removed and replaced. Follow up info was received from the surgeon, who reported the event resolved with treatment.

Manufacturer narrative:
Product evaluation: the product was returned for evaluation. The reported haptic damage was observed. Blood and solution are dried on the lens. Product history record and batch records were reviewed and documentation indicated the product met release criteria. Root cause: while we are unable to determine the cause of the damage, our observation reasonably suggests that it is not manufacturing related. The lens dimensions were acceptable. Due to the presence of blood and surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).